Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was pt reported the antenna for charging the implant (ins) was getting very hot while recharging off and on for the past 3 to 4 months pt clarified the heating is at the paddle pt added that the recharger (rtm) was getting more fussy about where pt places the rtm paddle. The telemetry is not consistent. Patient services is sending a request to repair for the rtm cord.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info received and codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-26 (B)(4) (con): it was reported that information was received from a patient (pt) regarding an external d evice. The reason for call was pt reported the antenna for charging the implant (ins) was getting very hot while recharging off and on for the past 3 to 4 months pt clarified the heating is at the paddle pt added that the recharger (rtm) was getting more fussy about where pt places the rtm paddle. The telemetry is not consistent. Patient services is sending a request to repair for the rtm cord. 2024-07-18 (B)(4) (con): patient (pt) called back stating that they got a replacement recharger which worked great the first time. Pt said that the second time the equipment worked great for awhile and then the equipment stopped charging the ins. Pt noted that the implant (ins) had gone from like 30% to 50%. Pt said that now they couldn't get the equipment to charge the ins at all and their ins was down to 60%. Pt denied any error messages appearing when trying to recharge the ins. Pt said that they had reset the controller but the issue was not resolved. Agent had the pt reset and then unlock the controller. The controller was at 100% and the ins was at 60%. Agent had the pt initiate an ins recharging session. After checking the recharger, pt saw batteries low replace the controller batteries soon. Agent reviewed screen meaning with the pt. Agent reviewed controller replacement with the pt. 2024-07-22 (B)(4) (con): pt called back stating they received the new controller and still getting the message to get new batteries. Pt has 2 battery packs that they received in 2018 and the message was coming up with both batteries. Pt said when they had battery problems they got 2 battery packs. Pt provided the current battery sn-see secure note and see case (B)(4) for the other bp sn. Pt also had the recharger replaced because it was overheating and thinks the message about replacing batteries started coming up after they got a new recharger. An email was sent to repair to replace both recharger and battery pack because pt's ins was below 20% and pt said they were desperate. They had ins turned down so low and it was not doing much at all and their pain level was not where it needed to be. 2024-07-23 (B)(4) (con): patient called back and received replacement battery pack and recharger. Patient mentioned they can't get to the screen to charge their implant. Agent walked patient through resetting controller; controller showed 100% finished and implant 30%. Agent instructed patient to start a charge session; controller showed battery low replace the controller batteries soon. Patient mentioned controller shut down and implant increased to 40% then got the error. Agent informed patient to use replacement controller, replacement battery pack and replacement recharger. Controller showed implant was recharging with excellent quality but the charge quality was fluctuating from good, to poor to excellent. Patient mentioned if they breath the charge quality fluctuates and does not stay still. Patient commented they lost weight and their implant sticks our or lays flat. Patient mentioned they haven't seen or talked with a manufacturing representative in over a year. Patient was redirected to their hcp to further address the issue. Patient mentioned previous external equipment replacements.

Manufacturer narrative:
Model# 97755-s, sn (B)(6) : complaint was verified. The recharger never got heat after running for 10 minutes. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.